Event description:
Customer reported the code on the container of test strips did not match what was the number of strips. Customer stated the code on the first bottle of the test strips was 968. No treatment. A request was made for return and replacement product was sent.